Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had flickering, bouncing or jumping screen. Customer experienced high blood glucose of 357mg/dl. Customer mentioned that during high blood glucose troubleshoot, they had shaky and bouncy screen. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return or analysis.